Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 468 mg/dl. Customer had not been able to control blood glucose with the pump. Customer did not want to troubleshoot for the high blood glucose. The insulin pump will not returned for analysis.